Manufacturer narrative:
Block b3: exact date unknown, event occurred a week after the implant procedure.

Event description:
It was reported that the patients ipg was tilted and was sticking out a week after the implant procedure, which caused pain and discomfort at the ipg site. It was noted that the ipg tends to press against the rib cage. The patient was also experiencing difficulty in charging the ipg. The patient underwent a revision procedure wherein the ipg was moved from the left lower back to the right lower back. The patient was doing well postoperatively. The device remained implanted.